Event description:
The reporter stated that stopcocks broke during an emergency surgery. The reporter further indicated that there had been six other incidents that occurred during set up however the reporter was unable to provide specific details. There was no pt injury or treatment associated with this event.